Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from one and a half years to six months remaining in a span of three months. Boston scientific technical services (ts) discussed about battery management. This device remains in service. No adverse patient effects were reported.